Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's partner via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma for 4 months. The caller stated the customer was over dosed with insulin which caused the hospitalization. The customer was most likely wearing the insulin pump during the incident. The caller reported the pump buttons were not working. Troubleshooting was not completed as this was a past event. The insulin pump will be returned for analysis.